Event description:
Rptr noted protection filter was not well positioned, but the safety system did not function. No clinical consequences because the nurse noticed the defect before the use of the laser.